Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right atrial lead exhibited low p-wave amplitudes and loss of capture. It was noted that the lead had dislodged. The physician repositioned the lead on (B)(6) 2021 successfully. The patient was in stable condition.